Event description:
The customer claimed that during removal of the catheter, the tip of the acuscise came off and moved into the ureter. The customer believes that the catheter became caught on the cystoscope during removal, causing the tip to be pulled off. The tip was retrieved and no other complications were reported. The dr did not feel that the tip separation was due to any fault of the product.